Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt stated their healthcare provider (hcp) suggested to try to get the number for a manufacturer representative (rep). Pt stated the hcp wants them to have the implant looked at by a rep and pt is in bad pain and wants to make sure the ins is not working. Pt stated they ran through testing today themselves last night by upping the stim and they only felt on right side not the left side. Pt stated they took it off the mode with 'stimulation and movement'. Pt stated they brought the intensity up to almost 9. Pt stated the pain dramatically increased last 2 weeks and feels like no stimulation at all. Agent reviewed role of rep, provided national answering service (nas) number, and pt was redirected to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.